Event description:
The reporter stated, the surgeon attempted to insert a 21.0 diopter cq2015 collamer three piece lens, but the lens tore. There was no patient contact or injury. The reporter stated, the cause of the torn lens was due to the cartridge.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found the lens optic torn. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.